Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level at time of incident was 410 mg/dl and 291 mg/dl was the current. The customer was treated with manual injection. The customer reported that the infusion set cannula was bent. The customer declined troubleshooting for high blood glucose events. The insulin pump will not be returned for analysis.